Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid via an implantable infusion pump. It was reported that the patient came into their ICU this morning with lethargy and their respiratory compromised. The hcp thinks it may be related to the pump. The caller reported the patient initially had morphine in the pump about a month ago and it was switched to dilaudid. About a week ago they increased the dilaudid dose and it may be too much for the patient. They have given the patient a couple doses of narcan and the patient is not waking up as often as they would like. The patient was also on a non-invasive ventilator and they are wanting to have the pump turned off at this time.